Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle was found to have cracks in the wall of the cylinder. The following information was provided by the initial reporter, translated from chinese to english: during the inspection, cracks were found in the wall of the cylinder.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle was found to have cracks in the wall of the cylinder. The following information was provided by the initial reporter, translated from chinese to english: during the inspection, cracks were found in the wall of the cylinder.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301942 and lot number 2109220. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation by our investigative team. The retained samples were examined and no signs of defect were observed. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects syringes with damaged parts. Based on this fact, it is possible that this incident resulted from a blockage in the barrel feeding process that went undetected.